Event description:
It was reported that during the implant attempt there was difficulty fixing the lead due to patient anatomy. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned for analysis.